Event description:
In 2004, the pt was implanted with a vented electric bentricular assist device (lvad). It was reported by the perfusionist that during the implant, the coring knife was dull and the surgeon was unable to cut the ventricular tissue. At that time a back-up coring knife was opened and used, and the issue was resolved. The hospital perfusionist is returning the coring knife to the MFR for analysis. The pt ren=mains on lvad support while awaiting a heart transplant.